Event description:
Customer reported recurring instability on the rf for differential and reticulocyte parameters when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer was requested to evaluate the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found conductivity instable (drifting high and low) due to unstable rf preamp card which was then replaced. The fse ran latron and adjusted the new rf preamp. Ran primer, latron, 5c controls, retic controls, and startup, all within specification. Identification of failure modes: the failure mode was attributed to the rf preamp card. Upon recur of the failure mode identified it is likely to cause counting / sizing error or measurement error. All differential and/or reticulocyte parameters could be impacted by the identified failure mode. Product labeling: coulter lh 750 hematology analyzer operator's guide, (B)(4): beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. (B)(4).